Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. The field service engineer (fse) conducted diagnostic and found flex vision computer was unable to boot. After reviewing log, the reported malfunction is confirmed. Upon troubleshooting, it was found that the flex vision pc¿s hard drive bay was not receiving power, and no power was being supplied from the source to the pc. Fse concluded that the system failed to boot due to a defective flex vision pc. To resolve the problem, flex vision pc was installed on another follow up visit and return the part for further analysis, but no failure found. After replacing the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.